Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorial 15/3.0mm balloon ruptured at 6 atms on the initial inflation. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. No other procedure details are available. Pt status is reported as 'good'.